Event description:
It was reported that the customer's insulin pump alarmed an error several times. Troubleshooting was performed. Reviewed the alarm history and the alarm was confirmed. The mother stated that the last time the device alarmed the piston came out. The caller has to push back and to reset the insulin pump every time. The mother stated that the error alarm occurred during the manual prime process. Advised that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.